Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that he was hospitalized with a blood glucose level over 1000 mg/dl. Customer stated that his blood glucose level went from 600 mg/dl to 1000 mg/dl in about one hour while waiting in the emergency room. The customer reported that he had been experiencing high blood glucose levels for about one week leading up to the incident. Customer reported that he was having stroke symptoms. The customer reported that the insulin pump had a motor error alarm, and was taken off of him while he was hospitalized. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump failed displacement test and received stuck in motor error alarm loop during bolus delivery due to out of phase motor encoder signal. The insulin pump was unable to perform occlusion and excessive no delivery alarm test due to motor error alarms. The insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump had a stained keypad overlay noted. The insulin pump had a paint splatter noted on case assembly. The insulin pump was unable to confirm alarms in alarm history due to display history failed on startup alarms in alarm history. The insulin pump alarmed due to corrupted history files.